Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was hospitalized due to high blood glucose on (B)(6) 2018. The customer's current blood glucose was 200 mg/dl. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.